Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported dds found recession on teeth 24 and 25 during routine check-up. The dds recommended they cease treatment.